Event description:
Complainant reports spontaneous cuff deflation was noted after one week.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A quality evaluation was performed on (B)(4) 2014. The product was tested on (B)(4) 2014. Received was one used i.d 8.0mm, tracheostomy tt basic tube with frosty balloon. Product fitted with pvc bullet valve, connector and neckstrap of corresponding size. Pilot balloon printed with size identification and work order # (B)(4). The return product was examined and an attempt to inflate the balloon completely with air was not possible as the balloon shrunk/deflated slowly during inflation. The tube was submerged into a beaker of water and inflation with air was repeated. Air bubbles were seen escaping away from balloon indicating that the balloon had leaked. Reconfirmation of leak spot was performed using the colored water. Examination of the balloon under magnification revealed that there is slit cut on the balloon wall measuring approximately 2 mm long. Such defects found on the balloon wall could probably be due to cut caused by point object or sharp edges. Review the assembly batch record did not reveal any signs of related defects detected during the leak testing and inspection. Based on investigation finding, we anticipate the hole could have been induced during product usage where balloon may potentially contact with sharp object during intubation process as the function of the cuff is normal during use, but the defect was noted after one week. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. (B)(4).